Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not insert into the tibial base plate. Another articular surface was opened and inserted without a problem.